Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician duplicated heat, but could not identify any components that would cause or contribute to the failure. Based on a review of the device IFU, it is likely the heat was caused by wear including minuscule corrosion and/or insufficient lubrication causing increased rotational friction resulting in heat. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.